Event description:
It was reported that the tip and part of the insulation on the unit broke off. The probe unit was inserted too deep inside the knee with some friction by touching the cartridge when it came off. Further, no additional medical intervention and no adverse consequences were reported.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.